Event description:
It was reported that when using the bd pyxis¿ es refrigerator bin failed to unlock and did not register open or closed status, and the device failed to recognize any action after the open prompt. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bin 1.2 had failed. A field service engineer (fse) replaced and configured the irac, after which the customer was able to recover the unit successfully. The fse logged into hardware test application (hta) which passed successfully. Customer login verification confirmed that bin 1.2 was functioning correctly, and customer testing was successful. The system functioned as intended after field service engineer repaired the device.